Event description:
It was reported that the fiber broke and the physician injured his thumb. No further information was reported.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.